Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the piece fell off cautery's tip and into patient.

Manufacturer narrative:
Additional information: b1, b2(removed), b3, b5, e1(facility name, street 1, city), g3, h1, h6 new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the piece fell off cautery's tip and into patient. The broken piece was removed/retrieved, and x-ray was not performed to locate and/or retrieve the broken piece and there was also no any additional medical procedure needed to remove the piece from the patient. There was no patient injury.